Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26552. It was reported the patient was no longer receiving effective stimulation. Reprogramming did not resolve the issue. The patient underwent surgical intervention to remove and replace the two leads which resolved the issue. In addition, the ipg was electively removed and replaced to take advantage of new technology.